Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient´s cgm reading was 250 mg/dl, so the patient treated herself with 8 units of insulin. After a while, she observed that the cgm readings did not decrease, therefore the patient self-treated again with another dose of 8 units of insulin. The cgm readings were still high (no information about the exact values at this time of the event) so the patient treated herself with 6 units of another type of insulin as she thought that the previous administered insulin was not effective anymore due to the hot weather. After the last treatment the patient started to feel weak, dizzy and had difficulties to talk. The patient´s spouse called the emergency services and an unknown emergency doctor arrived at their house, the doctor took a blood glucose reading which was 40mg/dl and administered an undetermined dose of glucose injection. The patient recovered after treatment. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.